Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunction uterine bleeding') in an adult female patient who had essure (batch no. 626159) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and ovarian cyst ("complex cystic right ovary"). The patient was treated with surgery (hysterectomy total vaginal laparoscopy-a,). Essure was removed on (B)(6) 2020. At the time of the report, the dysfunctional uterine bleeding and ovarian cyst outcome was unknown. The reporter considered dysfunctional uterine bleeding and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of product technical complaint. On 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunction uterine bleeding') in a female patient who had essure (batch no. 626159) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and ovarian cyst ("complex cystic right ovary"). The patient was treated with surgery (hysterectomy total vaginal laparoscopy-a,). Essure was removed on (B)(6) 2020. At the time of the report, the dysfunctional uterine bleeding and ovarian cyst outcome was unknown. The reporter considered dysfunctional uterine bleeding and ovarian cyst to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.